Event description:
Issues with injector. During study, injector went on its own. No contrast administered by radiology tech but syringe was fully depressed and contrast seen in imaging per radiologist. Inspected tubing, no kinks seen, buttons on injector do not appear depressed.